Event description:
Event description guidant received information that this reliance lead had dislodged from this patient's ventricle. The lead was successfully positioned and remains active in the patient.